Manufacturer narrative:
The reporter inspected the electrode compartment and found the acrylic block next to the chloride electrode came off with the electrode. The reporter stated the screws which hold the acrylic block were both loose and the block was not secure. The reporter also noticed a lot of moisture inside the compartment. The field service engineer determined the sipper nozzle was bent and rubbing against the side of a bath. One bath well had foreign matter stuck to the side wall. The sipper nozzle was missing about 5 mm. Of teflon coating. A blockage was found in the ise pinch valve tubing. There was a salt bridge around the reference electrode. The sipper nozzle, pinch valve tubing, and sipper tubing were replaced. The electrode area and all nipple blocks were cleaned. The bath was cleaned. The ise flow path was conditioned with serum. Probe checks were performed and these were adjusted correctly. Reagents were primed. Ise checks were performed and these passed. The ise tests were successfully calibrated. The customer ran controls and these passed. The last calibration performed on (B)(6) 2020 was acceptable. Controls recovered within range on the day of the event. Controls were outside of range on the days prior to the event. Sample centrifugation speed was too short and the speed was too high. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, ci for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The reporter also stated he received several alarms when trying to calibrate the ise tests. The sample initially resulted with an na value of 150 mmol/l. The sample was repeated on a second c 501 analyzer, resulting with a value of 141 mmol/l. The sample initially resulted with a cl value of 114 mmol/l. The sample was repeated on a second c 501 analyzer, resulting with a value of 101 mmol/l. The na and cl electrode lot numbers and expiration dates were requested, but not provided.